Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted on (B)(6) 2016. Reportedly, the patient used cgm while pregnant against user guide recommendations. No additional event or patient information is available. No data was provided for evaluation. The reported inaccuracy could not be confirmed. A root cause could not be determined. Labeling indicates: the dexcom system is not approved for use in children or adolescents, pregnant women or persons on dialysis.